Event description:
It was reported the patient was born with a ventricular septal defect and aortic valve prolapse. The native valve was replaced in 1993. The patient did fine for a number of years, although was considered unreliable in terms of managing their coumadin. In recent years, the patient reported worsening exercise tolerance. This finding was associated with a progressive gradient by echocardiography. The patient presented with a thromboembolic event and met a number of criteria for reoperation, including endocarditis that was unlikely to be cured with medical therapy, and the outflow tract gradient indicating the patient had outgrown the valve. In 2009, a re-do bentall-type of replacement of aortic root and ascending aorta using a 25 mm sjm valved conduit was performed. The explanted valve was discarded by the hospital's pathology department and therefore, will not be returned. The patient was reported as in stable condition and was discharged the same month.